Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that both events resolved without sequela as of (B)(6), 2012. The dysuria and leakage was possibly related to the device or therapy, and unlikely to be related to the implant procedure. The pain at the battery site and midline lower abdominal pain with bending was "due to programming", and was not related to the implant procedure.

Event description:
There was increased uncontrollable leakage with dysuria. Also, the pt was diagnosed with a urinary tract infection and treated with antibiotics for 7 days ((B)(6) 2010). On (B)(6) 2010, the dysuria was resolved but the pt was still complaining of leakage. Lab work was done on (B)(6) 2010 for a urine culture. A medication adjustment was done for ciprofloxacin on (B)(6) 2010. A reprogramming intervention was done on (B)(6) 2010. Mild pain was reported at the battery site and midline lower abdominal pain with bending. Pt also felt the device near battery and in the vagina. Reprogramming was done on (B)(6) 2010.